Event description:
The service center was informed that a customer high definition camera head was returned due to a report of "picture distorted" during an unspecified event. No patient injury or harm was reported.

Manufacturer narrative:
The suspect device was returned to the service center for evaluation and the customer's reported issue was confirmed as the image is distorted due to broken cable unit. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the faulty cable unit caused a communication failure, resulting in the reported issue (picture distorted). The root cause of the cable unit failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the reported event (b5).

Event description:
The operating room team leader further reported the suspect device was used at the beginning of a ureteroscopy when the reported event occured and then switched out as the procedure was completed with a different camera. There was no significant delay and no injury or harm to the patient. No visible damage was seen prior to use.